Manufacturer narrative:
Patient passed-away on (B)(6) 2015. Software investigation has not been completed. No parts have been received by manufacturer for analysis as there was no allegation of a medtronic product deficiency. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system (B)(4) 15w thermal therapy. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. (B)(4).

Event description:
A medtronic representative reported a patient who had undergone a laser induced thermal therapy (litt) procedure, on (B)(6) 2015, using a system (B)(4) 15w thermal therapy and experienced acute hydrocephalus after the procedure. The site was ablating an intraventricular subependymal giant cell astrocytoma. They were using a 15w laser at a maximum of 85% power and a maximum ablation length of 3 minutes. There were two cooling laser applicator system kits being used along two tracks. Reported was one ablation at each location with three burns along one catheter track and four burns along the other catheter track. It was reported that after completion of the procedure, the patient experienced cardiac arrest and was placed on life support with no detectable neurological function. The patient subsequently expired on (B)(6) 2015. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system (B)(4) 15w thermal therapy. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
On (B)(4) 2016, during review of FDA maude data, a medwatch (report# (B)(4)) submitted to the FDA on 02/01/2016, was identified to have contained the rest of the event description that was truncated on the medwatch (B)(4) and filed on follow up #1. The new rest of the event details are as follows: "...and had a (B)(4) post-arrest, her EKG was notable for st depression. She was also noted to have a prolonged qtc on several ekgs obtained on days after her arrest. Her goal maps were >80 in order to maintain cpp of >60. She received dopamine immediately following her arrest to maintain bps. Afterwards, she was placed on norepi as needed to maintain maps >80. On her sixth day, she developed tachycardia (likely svt) and hypertension that was not responsive to propofol or other sedatives. Her svt spontaneously resolved and she developed hypotension requiring norepinephrine. She subsequently developed htn and was placed on a nicardipine drip. She had significant autonomic instability resulting in abnormal vs. Respiratory: upon arrival to the floor, pt was sore. Following her arrest, the patient was intubated and initially placed on settings of prvc 400cc/6, fio2 30%, rate 16 with ventilatory modifications made based on blood gases. She developed acute pulmonary edema/hemorrhage resulting from CPR. On her sixth day, she became very hypoxic and developed pulmonary edema, likely neurogenic in etiology. She was extremely difficulty to oxygenate and had to use peep 14 and 100% fio2 to maintain saturations in low 90's. Fen/gi: the patient was npo and placed on normal saline at maintenance to maintain her na >150. She developed diabetes insipidus and required multiple 3% nsb to maintain her na >150. Her fluids were also restricted to 2/3 maintenance to maintain na >150. Her total fluids were made 2/3 maintenance in order to meet her sodium goals. Towards the end of her ICU course, her sodium goal was liberalized to >140. A sump was placed and had 130 - 200cc of output a day. She was unable to tolerate ng feeds. She was placed on pantoprazole and ranitidine for gut protection. Endocrine: the patient developed diabetes insipidus after her brain injury. She was placed on a vasopressin drip that was titrated until she was appropriately captured and had uop ~ 1-3cc/kg/hr. ID: the patient was initially placed on cefazolin post-operatively, but this was continued while her evd drains were in place. On her sixth day, she developed an increasingly worsening respiratory status and her antibiotic was changed to ceftriaxone and vancomycin. Her blood, urine and csf cultures were all ngtd. Her respiratory culture was notable for a few enteric gram negative rods, but was otherwise unremarkable." The software investigation concluded that the reported event was unrelated to a software issue. The data used in the software analysis was comprised of: log files with time stamped sequence of events during thermal sessions, MRI image series acquired along the study, machine and software information from both the visualase and the MRI systems involved, and some instances of direct inquires to an original witness about the trend of events being found during this analysis. Complete analysis found no indications of visualase software malfunction were found. However, this analysis showed that the following actions taken by the user during this procedure could have been improved: underestimation of tissue temperature. Setting of phase reference should be performed after tissue temperature from the last ablation has returned to body temperature (body temperature is a parameter setting in visualase that lets assume the starting body temperature value before the ablation). It is recommended, before closing a session, to keep monitoring the temperature until it has returned to baseline; otherwise the starting body temperature assumed at the moment of setting reference in the next session may be an undervalued assumption. Unmonitored plane containing the heat source. Not monitoring the plane containing the heat source leaves uncertain how high the temperature may have been around the heat source and how its propagation pathways developed. Thus, the capacity to avoid adverse consequences from reaching prohibitively high temperature values at critical points that may even boil off tissue and csf may be out of reach. No image confirmation of the relocation of the fiber tips. The performance of fibers pullback procedures, consistent with the change in location of the heated area along the thermal ablations, was confirmed verbally. Nevertheless, without seeing the fibers in the monitoring plane, there is uncertainty in how close to the boundary of the tumor with the csf the heat source was placed. This may increase the risk of undesirable consequences as described in the previous comment. Multiple contrast volume administration during post contrast-post ablation acquisitions. MRI procedure information from image headers show that during the four post ablation acquisitions, gadolinium contrast volume was administered in each occasion as 5.2 cc of gadavist. Undetermined time exposition to sar (specific absorption rate) during MRI. Although sar values at each MRI acquisition are included in this report, the total time in each occasion is not yet estimated at the moment of this report as to provide an estimation of the radiation absorbed and consequential rise in body temperature. Unclear reason for image instability. Although image instability may have been likely related to transmitter rf inhomogeneities, it remains unclear the exact reason of this behavior and the nature of the neighboring material to the brain close to the instability region. Here is mentioned however that the image headers information reveal that the body coil was used for transmission. It is recommended to use a head coil instead for more accurate results.

Manufacturer narrative:
On 04-feb-2016, medtronic received copy of medwatch report# (B)(4) from the FDA which contained additional details and corrections as follows: correction: the patient weight listed on the received copy of medwatch report# (B)(4) was (B)(6) which corresponds to (B)(6) (rounded up to (B)(6) due to field character limitations). Note: the event date on the medwatch was listed as 11/03/2015 which may have been the date that the site considered the onset of patient complications which may have began the day after the surgery. The initial 3500a MDR reported the date of surgery as the event date. Both of which may be correct. Per the medwatch, "event desc: msicu course summary: the patient was admitted to the msicu after a laser ablation of a left lateral venticle sega for post-operative monitoring. She had post-operative vomiting , controlled with zcfran and ativan. However, she became unresponsive and had a cardiopulmonary arrest (with ventricular tachycardia ) around 1am the next day requiring epinephrine and defibrillation . She was treated for increased icp and hyperkalemia and after head CT showed hydrocephalus she had bilateral evds placed by neurosurgery. She developed cerebral edema with progressively worsening herniation. Six days after being admitted she had worsening autonomic instability and became progressively more hemodynamically unstable. She also developed neurogenic pulmonary edema and was very hypoxic . After considering her extremely poor prognosis, her family decided to withdraw care on the following day, seven after admission. The patient died that afternoon. Msicu course by system: neuro: patient was neurological stable upon initial arrival to the ICU. During and after her arrest, she was obtunded with dilated, fixed pupils and was not responsive to sternal rub or any stimulation. She initially had a preserved corneal reflex, a cough and twitching of eyelids, and left sided movement when ice water cloth placed on chest. On sixth day of treatment, there was no gag, no cough, no respiratory effort, +weak corneal reflexes bilaterally, pupils 3mm and fixed bilaterally. On the seventh, she did not have any corneal reflexes. A stat head CT was obtained after the patient's arrest and revealed some intraventricular hemorrhage and mild increase in the lateral ventricles. She was sedated with midazolam and morphine while intubated . A right-sided evd was placed, followed by a left-sided evd. Icp goal was <25 and pt was given intermittent boluses of sedatives to maintain icps (e.g. Midazolam, morphine, pentobarbital). She was eventually weaned off of morphine and midazolam and placed on a fentanyl drip that was discontinued on the morning of her seventh day. She was briefly placed on vecuronium due to movement of her fingers and posturing that placed her at risk for increased icp. All neuroprotective measures were in place (hob elevated, normocarbia, normoglycemia, icps <25, cpp >60). Repeat head CT on her second day, which revealed diffuse infarcts, cerebral edema, transtentorial and r>l uncal herniation. Mr vent check on that same day revealed extensive infarcts. CT two days later showed evolution of multifocal bilateral infarcts involving the left pca territory, bilateral aca territories, the orbitofrontal lobes, the deep gray nuclei, the left cerebellum as well as parietal lobes, temporal lobes, and brainstem. No frank hemorrhagic transformation. CT on her sixth day was notable for interval increase in mass effect now with tonsillar herniation, effacement of the fourth ventricle and basal cisterns and uncal herniation . Persistent obliteration of the sulci. Given these findings, prognosis was discussed with the family and they decided to withdraw care on her seventh day. Cv: upon admission, the patient had significant tachycardia and hypertension prior to her arrest. She developed ventricular tachycardia during her arrest. She underwent CPR and received epinephrine. She was defibrillated after a loss of pulse. Other therapies: antiemetics postoperatively, steroids." Other relevant history provided. The user medwatch report contained the following visualase cooled laser applicator system (vclas) single use device information that was used in conjunction with the device reported on the initial 3500a: model: 001-4000, serial: (B)(4), expiration date: 03/10/2017. There was no allegation that a hardware deficiency caused or contributed to the reported event. No parts were returned for analysis. The preliminary software investigation found that the reported event was unrelated to a software issue. The received software logs were reviewed and found to contain no indications of software malfunction. The software functioned as designed. Although no indication of software malfunction was found, further investigation regarding the clinical aspects of how laser-induced thermal therapy (litt) was used in this case is ongoing.